Event description:
It was reported that stimulation was inadvertently turned off since (B)(6) 2014 (sudden). The patient had some discomfort while the stimulation had been off. The nurse turned stim back on and the patient felt it in the correct location and no discomfort. It was unknown why stim had been off. The patient may have turned implantable neurostimulator (ins) off by mistake. Stimulation seemed to be working fine know. The nurse planned to monitor the patient. No final outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that there was a 50% or greater symptom reduction. The patient noted symptom control until she started to note pain at pocket site. Event cause was determined - injury. It was not device related. Reprogramming was needed; tried but unable to reprogram to help control symptoms. The patient was thrown against a wall (B)(6) 2014. The patient reported pain at implant site going down her leg. However, it was noted implant was off since (B)(6) 2013? Patient states she is sure implant was on and working? Device was interrogated (b)(46 2014 and no impedance was found. Xray (B)(6) 2014 -looks to be in proper position. Xray and patient symptoms reviewed with manufacturer's representative. Due to injury and device no longer working to control symptoms, the patient is to be scheduled for revision. The patient was not recovered; symptoms/issue ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va086hc, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).